Manufacturer narrative:
The field service representative (fsr) tested the module and could not duplicate any issue. The user facility's biomedical engineering group tested the cables and replaced one of the transducers. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the pressure module was inaccurate. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Event description:
Additional information was received that the issue occurred set-up of the device for a cardiopulmonary bypass (cpb) procedure. As a result, an alternate device was employed.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.